Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016 who had essure (fallopian tube occlusion insert) implanted in or around summer 2014 for permanent birth control. In (B)(6) 2014, she underwent a hysterosalpingogram which showed that one of her tubes had not fully occluded. Shortly after the implant procedure, she began suffering from severe pelvic pressure, severe bloating, severe abdominal pain and cramping, severe pelvic pain, severe back pain, and severe right and left flank pain. She was forced to miss work due to her complications. On (B)(6) 2016 she underwent a hysterectomy as a definitive solution to her complications. As a result, she has missed and continues to miss more than a month of work to recover from her removal surgery. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Approximately two years later, she underwent a hysterectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") and genital haemorrhage ("abnormal bleeding general") in a 39-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of her tubes had not fully occluded" in october 2014. The patient's past medical history included overweight, type 2 diabetes mellitus (insulin injection) on (B)(6) 2013, multigravida, parity 4 and postpartum state. Concurrent conditions included adenomyosis, dysmenorrhea and endometriosis. Concomitant products included insulin (insulin injection) since (B)(6) 2013 for type 2 diabetes mellitus as well as diazepam (valium) and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), fungal infection ("yeast infections"), bacterial infection ("bacterial infections"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches / head pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight loss"), weight increased ("weight gain"), alopecia ("hair loss"), pain in extremity ("leg pain"), nerve compression ("pinched nerves") and uterine pain ("uterine pain"). On an unknown date, the patient experienced pelvic discomfort ("severe pelvic pressure"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain and cramping / abdominal pain"), back pain ("severe back pain") and flank pain ("severe right and left flank pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic discomfort, abdominal distension, abdominal pain, back pain, flank pain, fungal infection, bacterial infection, anxiety, depression, migraine, headache, dyspareunia, weight decreased, weight increased, alopecia, pain in extremity, nerve compression and uterine pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial infection, depression, dyspareunia, flank pain, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, nerve compression, pain in extremity, pelvic discomfort, pelvic pain, uterine pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: 2-3 trailing coils at right ostia/3-4 trailing coils left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (general), abnormal bleeding vaginal, abnormal bleeding menorrhagia, infection (bladder/urinary tract/vaginal) type: yeast infections bacterial infections since essure insertion, psychological or psychiatric problems condition: anxiety, depression, migraines, headaches, dyspareunia (painful sexual intercourse), pain, weight gain / loss, hair loss. Lot number b93871, historical condition, concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") and genital haemorrhage ("abnormal bleeding general") in a 39-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of her tubes had not fully occluded" in (B)(6) 2014. The patient's past medical history included morbid obesity, type 2 diabetes mellitus (insulin injection) on (B)(6) 2013, multigravida, parity 4 and postpartum state. Concurrent conditions included adenomyosis, dysmenorrhea and endometriosis. Concomitant products included insulin (insulin injection) since (B)(6) 2013 for type 2 diabetes mellitus as well as diazepam (valium) and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), vulvovaginal mycotic infection ("yeast infections"), bacterial infection ("bacterial infections"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches / head pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), nerve compression ("pinched nerves"), uterine pain ("uterine pain") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic discomfort ("severe pelvic pressure"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain and cramping / abdominal pain"), back pain ("severe back pain"), flank pain ("severe right and left flank pain"), vaginal infection ("infection(bladder/urinary type/vaginal)") and cystitis ("infection(bladder/urinary type/vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pain in extremity and nerve compression was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic discomfort, abdominal distension, back pain, flank pain, vulvovaginal mycotic infection, bacterial infection, anxiety, depression, migraine, headache, dyspareunia, weight increased, alopecia, uterine pain, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial infection, cystitis, depression, dyspareunia, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nerve compression, pain in extremity, pelvic discomfort, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 2-3 trailing coils at right ostia/3-4 trailing coils left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: one of her tubes had not fully occluded. (B)(6) 2014, hysterosalpingogram (hsg) result: failure to occlude (close) fallopian tubes. ((B)(6) 2014), possible extravation of right fallopian tube; left fallopian tube had a spill . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs received: new events: cystitis, urinary tract infection, vaginal infection were added and event outcome for the events: abdominal pain, leg pain, pelvic pain , pinched nerve updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain / pelvic pain") and genital haemorrhage ("abnormal bleeding general") in a 39-year-old female patient who had essure (batch no. B93871) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "one of her tubes had not fully occluded" in october 2014. The patient's past medical history included morbid obesity, type 2 diabetes mellitus (insulin injection) on (B)(6) 2013, multigravida, parity 4 and postpartum state. Concurrent conditions included adenomyosis, dysmenorrhea and endometriosis. Concomitant products included insulin (insulin injection) since (B)(6) 2013 for type 2 diabetes mellitus as well as diazepam (valium) and medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain in extremity ("leg pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), vulvovaginal mycotic infection ("yeast infections"), bacterial infection ("bacterial infections"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches / head pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), alopecia ("hair loss"), nerve compression ("pinched nerves"), uterine pain ("uterine pain") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic discomfort ("severe pelvic pressure"), abdominal distension ("severe bloating"), abdominal pain ("severe abdominal pain and cramping / abdominal pain"), back pain ("severe back pain"), flank pain ("severe right and left flank pain"), vaginal infection ("infection(bladder/urinary type/vaginal)") and cystitis ("infection(bladder/urinary type/vaginal)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, pain in extremity and nerve compression was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the pelvic discomfort, abdominal distension, back pain, flank pain, vulvovaginal mycotic infection, bacterial infection, anxiety, depression, migraine, headache, dyspareunia, weight increased, alopecia, uterine pain, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial infection, cystitis, depression, dyspareunia, flank pain, genital haemorrhage, headache, menorrhagia, migraine, nerve compression, pain in extremity, pelvic discomfort, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: 2-3 trailing coils at right ostia/3-4 trailing coils left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.7 kg/sqm. Hysterosalpingogram - on 8-oct-2014: one of her tubes had not fully occluded. 08oct2014, hysterosalpingogram (hsg) result: failure to occlude (close) fallopian tubes. (08oct2014), possible extravation of right fallopian tube; left fallopian tube had a spill . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had severe pelvic pain shortly after essure (fallopian tube occlusion insert) insertion. Approximately two years later, she underwent a hysterectomy. Pelvic pain is anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required (implied). A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.